Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate due to engagement between the valves and entrapment within the ncc leaflet, asymmetric balloon inflation occurred, resulting in downward movement of the second valve during deployment. The valve was ultimately implanted slightly lower than intended. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the tvr procedure include significant transcatheter heart valve oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve (all models) relies on valve calcium to securely anchor to the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In tvr patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate the root cause of the pericardial effusion remained unclear, wire perforation was considered a potential cause, rather than manipulation of the index valve as initially suspected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 valve in aortic position. Three years and eight months post-valve implant, the valve presented with severe paravalvular leak (pvl) due to under-deployment. Imaging identified bilateral calcific foci adjacent to the tavi frame, which may have restricted full valve expansion. Consequently, the patient experienced shortness of breath on exertion. Considering the coronary heights, the team planned a valve-in-valve procedure using a 23 mm sapien 3 ultra valve, to be positioned slightly lower via a right transfemoral approach to address the pvl. A unicorn (undermining iatrogenic coronary obstruction with radiofrequency needle) procedure was initiated, during which the non-coronary cusp (ncc) leaflet was intentionally perforated to enable valve crossing. The second valve advanced below the ncc but became entrapped. Multiple attempts to retrieve and reposition the valve into the aorta were unsuccessful. During these manipulation attempts, the index valve became displaced and exhibited a rocking motion. Implantation of the second valve was performed; however, due to engagement between the valves and entrapment within the ncc leaflet, asymmetric balloon inflation occurred, resulting in downward movement of the second valve during deployment. The valve was ultimately implanted slightly lower than intended, but the position was considered acceptable as the paravalvular leak (pvl) was resolved. This resulted in partial leaflet overhang of the index valve, which may represent a potential long-term embolization risk. A pericardial effusion was subsequently identified. Deployment of a third valve was intended to pin the overhanging leaflets of the index valve; however, the third valve aligned directly over the second valve, and this position was accepted. A drain was placed, and approximately 3500 ml of blood was evacuated. Anticoagulation was fully reversed with protamine, and the patient was transferred to the operating room for surgical management of the effusion, including chest opening. The patient had been discharged from the ICU and ccu in the past few days and was recovering well. The root cause of the pericardial effusion remained unclear, wire perforation was considered a potential cause, rather than manipulation of the index valve as initially suspected.